Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: rmt231216j/13412266. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with three gore excluder aaa endoprostheses. Reportedly, after the implantation of the trunk-ipsilateral leg and the iliac extender component on the right side, the contralateral leg component was implanted on the patient's left side. Intra-operative imaging identified what the physician suspected was a distal type I endoleak in the left iliac artery. Touch-up ballooning was performed to treat the endoleak. After the removal of the sheath, the patient's blood pressure dropped significantly. The physician suspected a rupture of the patient's the left iliac artery which was reported to measure 16mm in diameter. A blood transfusion and vasopressor medication were administered to stabilize the patient. An open abdominal repair was performed whereby all the devices were explanted with the exception of the ipsilateral leg and the iliac extender on the right side. The ruptured left iliac artery and the abdominal aorta were repaired with a surgical graft. The patient tolerated the procedure. The physician noted that the rupture of the patient's left iliac artery was most likely caused by the ballooning. Additionally, the physician stated that what was initially believed to be a distal type I endoleak might actually have been a rupture.